Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 90 mg/dl. Customer went to enter a carb number and it started scrolling up by itself. Customer stated that the buttons were not working. The pump rolled up to 300 around 15 times. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.